Manufacturer narrative:
The device was received for evaluation. The exposed portion of the soft cannula was observed to be stretched, which caused the soft cannula to measure out of specification, 45.69 mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damage or defects were found with the device. The adhesive pad and welds were also inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl (13.9 mmol/l) between 25 and 36 hours of wearing the pod. The reporter stated the adhesive had come loose from their abdomen and there was a smell of insulin. As treatment, a new pod was applied. The device evaluation found a damaged cannula.